Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage on the zoom charged coupled device (ccd). In addition to foreign material in the nozzle due to insufficient cleaning. Additional findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of standard value; adhesive on bending section cover had a chip; due to clogging of nozzle, water removal ability did not meet the standard value; objective lens had discoloration; light guide (lg) lens had discoloration; and the control unit had discoloration. The following device components were scratched: adhesive on bending section cover, plastic distal end cover, connecting tube, scope connector cover unit, suction connector, protector of universal cord on suction connector side, protector of universal cord on control section side, universal cord, flexibility adjustment ring, grip, scope cover, switch box, forceps elevator (fe) lever, fe knob, up/down knob, right/left knob, and control unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6) hospital.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope endoscopic image was not changed from magnification/ near point to normal. There was no patient harm associated with the event. The device was evaluated, and it was found there was a foreign object in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the customer provided further information. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the material was or when the foreign material adhered to the nozzle, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There was a delay in the start of the pre-cleaning, and it was unknown if the endoscope was presoaked in detergent solution. There were no abnormalities in the accessories used for reprocessing and there were no concerns noted about the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected. However, it was confirmed that reprocessing was not performed according to the instructions for use (IFU), there was a delay in the start of the pre-cleaning. Therefore, the cause of the material remaining in the device was attributed to a usage problem. The event can be detected/prevented by following the instructions for use: reprocessing manual chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿ section 5.5 ¿manually cleaning the endoscope and accessories¿ clean the external surface. Olympus will continue to monitor field performance for this device.